Manufacturer narrative:
No product has been returned for evaluation as it was re-implanted in the patient. No post-operative images have been provided therefore event cannot be confirmed. No allegation of product malfunction. Labeling review: potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: spinal cord proper placement must take into consideration of anatomy of the patient in and around the surgical site to avoid potential damage..." "...all components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur..." "...plate insertion: insert the plate through the maxcess® retractor and center the plate over the coroent® interbody implant. Position can be checked using lateral fluoroscopy. The centers of the bolt holes should be located approximately 2 mm from the vertebral body endplates. "...it is important to verify the bolts are properly seated under a/p fluoroscopy before final tightening to ensure lock engagement and integrity..." "...contraindications include, but are not limited to: reuse or multiple uses..."

Event description:
On (B)(6) 2017, a patient underwent an extreme lateral interbody fusion procedure at l3-l4 level. Post-operative images showed cage was placed in the spinal canal. The cage was removed and placed in again. No patient injury reported.